Manufacturer narrative:
The reported failure of internal li-ion battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was returned to a manufacturer service center for evaluation. As part of the recertification process, the blower assembly, overhead blower filter, and inlet filter were replaced as preventive maintenance, and the outer enclosure was cleaned. During the evaluation, the rubber feet were found to be missing, and damage was observed to the exterior housing, front enclosure, and base enclosure. Device error logs were successfully downloaded and reviewed. Analysis of the logs identified a ventilator service required error associated with an internal li-ion battery permanent failure. Based on the evaluation findings, the device did not meet recertification requirements and was scrapped.